Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at the cap piercer and determined it was due to an obstructed waste line. The fse forced air through the line to remove the obstruction. (B)(4).

Event description:
The customer reported a leak from the cap piercer blade shower of a unicel dxc 880i synchron access clinical system. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury due to the leak. There were no erroneous results generated as a result of the leak.